Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that fluid leakage was found on the crack in cassette before surgery. The procedure was completed by replacing the product with new one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An image was provided by the customer showing the cassette infusion chamber was cracked when it was pulled from fluidics module. The infusion chamber was removed and the welding profile inspected. The surface profile appeared to show the infusion chamber was welded on all points to the pinch plate. The failure mode was identified to be a crack on the infusion chamber, however, the root cause of when or where the crack occurred could not be conclusively determined for this event. After review of this complaint, it has been determined that no further actions will be pursued at this time. Current tracking indicates no adverse trend for this lot for this event. After final assembly, each cassette is leak and flow tested to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).